Event description:
It was reported that balloon detachment occurred. The target lesion was located in the cephalic artery of the forearm. A 10-8/5.8/75 blue max¿ balloon catheter was advanced for dilation. However, it was noted that the balloon came off the catheter. Vessel cutdown was performed and the detached balloon was retrieved. The procedure was not completed. No further patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified a complete circumferential tear in the balloon material. The tear was identified 21mm distal to the proximal touch-up. It was also noted that the balloon material distal to the circumferential tear had fully detached from the delivery system. A visual and tactile examination found that the shaft was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was used for a thrombectomy in the forearm cephalic and the dfu states: ¿any use for procedures other than those indicated in the instructions is not recommended". (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the cephalic artery of the forearm. A 10-8/5.8/75 blue max balloon catheter was advanced for dilation. However, it was noted that the balloon came off the catheter. Vessel cutdown was performed and the detached balloon was retrieved. The procedure was not completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).